Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not able to close the jaws properly, one wire was loose at jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved a broken cable at the distal end. There was no sparking, arcing, or thermal damage observed. There was no damage visible on the conductor wire (black cable). No piece got detached or broke off from the distal end of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.